Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was routinely repositioned when half of the instrument's grasper popped off into the abdomen of the patient. The instrument was removed, and the piece was located and removed during the same procedure. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was in use for 2 hours prior to the breakage. There were no functionality issues prior to the breakage. The instrument was removed with the wrist straight and no resistance was felt. There was no damage to the cannula, and no other damage to the instrument. The fragment was retrieved with a grasper. No additional procedure or post-operative testing was performed.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a broken grip at the grip base. A piece measuring approximately 0.194" x 0.563" was found to be broken off and not returned with the instrument. A review of the provided image was performed, and the following additional information was provided: the proximal clevis has dislodged and the main tube is broken where the clevis is dislodged.